Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During unpacking of a 4.00 x 12 synergy ii drug-eluting stent, when the device was removed from the packaging loop, the stent dislodged from the balloon. The device never entered the patient's body and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 4.00 x 12mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found the stent had been separated from the sds and damaged. Stent damage was noted across the entire stent. The stent was bunched in the mid-section with more minor damage to both ends of the stent. There was no stent on the balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed balloon wall indicating correct crimping and positioning of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination found slight damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During unpacking of a 4.00 x 12 synergy ii drug-eluting stent, when the device was removed from the packaging loop, the stent dislodged from the balloon. The device never entered the patient's body and the procedure was completed with a different device. No patient complications were reported.